Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, on the tracheal intubation fiberscope for air/water leakage. Upon inspection and testing of the customer returned device, the coating of the scope insertion guide serpentine tube was found peeled off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, wrinkles in the insertion tube, bending angle insufficient due to elongation of the angle wire, channel cleaning brush could not be inserted smoothly into the forceps channel, flexible tube of the insertion section crushed, coating of the insertion tube peeled off due to external factors (1mm2 or more), liquid leakage observed in the operation part, scratches found on operation part, curved rubber adhesive missing, scratches found on eyepiece, scratches found on grip, scratches on angle lever, scratches are found on the up/down plate, scratches found on the vent metal under the grip, and scratches found on the light guide cover. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.